Event description:
Additional information was received that the implantable cardioverter defibrillator (ICD) and leads continue to exhibit noise and out of range impedance measurements. There was noise from the minute ventilation channel along with other representations of noise. The noise was oversensed and led to pacing inhibition but no asystole. The patient noted to have symptoms when the lower rate limit was decreased to intrinsic 50 bpm. A revision procedure was performed where the noise was not able to be to recreated using just the ICD and also not recreated when the leads were tested with the pacing system analyzer (psa). The setscrews on the device were also tested and found no issue and no recreation of noise. Subsequently the ICD, rv and ra leads were explanted and replaced.

Manufacturer narrative:
The his report will be updated upon completion of analysis. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that there was oversensing noise on the right atrial (ra) channel for the implantable cardioverter device (ICD) and another manufacturer's ra lead resulting in appropriate atrial tachy response (atr) with no asystole greater than two seconds. The patient is approximately 77 percent atrial paced. At the onset of the atr episode there was sensor drive right ventricular (rv) pacing where the patient was symptomatic. The noise on the ra channel was thought to be related to sensing of the minute ventilation signal. It was noted that the rate response trend (rrt) was turned on. Boston scientific technical services (ts) suggested turning rrt off. All lead measurements were within range and stable. It was further noted that the patient was sensitive to the changes in pacing rates associated with the sensors. Further review found that some of the episodes showed faster ventricular pacing during fall back (fb) mode. Ts discussed programming options including fb lower rate limit changes and fb time change to minimize the patient's symptoms. The field representative stated they programmed of the rrt as suggested and would consider further programming changes to the atr triggers and fb settings. At this time the remains in service and the clinic will continue to monitor the patient. Additional information was received that the right atrial (ra) and right ventricular (rv) lead impedance measurements have been variable for some time but the variations are becoming more frequent. It was noted that ra and rv lead impedance measurements have been high and out of range for a few months. Since the rate response trend was turned off there has not been any further oversensing of the minute ventilation signal, however there was a brief episode of noise on the ra channel and myopotential oversensing noted on the shock channel. Two episodes of noise were also noted due to the patient undergoing a MRI, however therapy had been programmed off temporarily for the MRI. At this time the clinic opted to program on the non-sustained ventricular tachycardia (vt) alert in the remote home monitoring system to help watch for noise. The implantable cardioverter defibrillator (ICD) and other manufacturer's ra and rv leads remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. The investigation also determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
The returned device was analyzed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed to submit the analysis results.

Event description:
It was reported that there was oversensing noise on the right atrial (ra) channel for the implantable cardioverter device (ICD) and another manufacturer's ra lead resulting in appropriate atrial tachy response (atr) with no asystole greater than two seconds. The patient is approximately 77 percent atrial paced. At the onset of the atr episode there was sensor drive right ventricular (rv) pacing where the patient was symptomatic. The noise on the ra channel was thought to be related to sensing of the minute ventilation signal. It was noted that the rate response trend (rrt) was turned on. Boston scientific technical services (ts) suggested turning rrt off. All lead measurements were within range and stable. It was further noted that the patient was sensitive to the changes in pacing rates associated with the sensors. Further review found that some of the episodes showed faster ventricular pacing during fall back (fb) mode. Ts discussed programming options including fb lower rate limit changes and fb time change to minimize the patient's symptoms. The field representative stated they programmed of the rrt as suggested and would consider further programming changes to the atr triggers and fb settings. At this time the remains in service and the clinic will continue to monitor the patient.